Event description:
Customer reports to have air bubbles in tubing and high blood glucose. Customer also reports that insulin pump did not alert of low reservoir. Customer states that tubing had six inches of air space. Customer's blood glucose was 317 mg/dl. Insulin pump passed high pressure test. Customer was advised that insulin pump was working as designed. Customer was educated on how to avoid air bubbles. Customer called back stating that blood glucose continued to rise to 464 mg/dl even after set change. Customer requested to have insulin pump replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.